Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) occurred on the homechoice (hc) device during use. The patient completed therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.